Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported that an "accidental reprogram" was the cause of the quick zap they experienced. No further complications anticipated.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that, on (B)(6) 2017, the patient felt a quick zap. They also stated that they were near computer equipment. There were no further complications reported or anticipated.